Event description:
The customer reported that the system was not booting up. No patient injury was reported.

Manufacturer narrative:
The ge service rep reloaded the software configuration and calibration files. The system functioned as intended.